Manufacturer narrative:
The probable root cause is attributed to an electrical component issue from right high-resolution stereo viewer (hrsv) monitor.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced monitor to resolve the issue. The system was verified and ready to use. Isi has received both monitors associated with this complaint and completed investigations. For first monitor, there was no related error found in logs. Upon visual inspection, there is no issue found that would relate to the complaint. The unit was installed onto the golden system. Upon powering on the system, the right high resolution stereo viewer (hrsv) monitor displayed a black image. The second monitor was analyzed and there are no related errors found in logs. Upon visual inspection there is a bent on the side of the hrsv. The unit was installed onto the golden system. Upon powering on the system, the right hrsv has image display. The system undergone 10 power cycles, found no issue in right hrsv. This unit is fully functional.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted technical service engineer (tse) and reported that the right eye on surgeon side console (ssc) 1 was not functioning, appearing completely black. The customer continued the case using ssc 2. The customer called back after the procedure and performed a hard power cycle on the ssc and reseat the blue fiber cables (bfc) but the right eye on the console remained black. There was no related error logs presented. The procedure was completing as planned with no reported injury.